Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rigid optical laparoscope exhibited a burst or broken piece of glass at the tube. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 07nov2024.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event could have resulted from the effects of a large mechanical force due to shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.